Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has noisy ECG and artifacts during testing with the pads and on main power. There was no reported patient or user involvement and no adverse patient/user impact.